Event description:
It was reported that before use of the device in an unknown procedure, the small circular plastic (same colour as obturator) was noticed on the back table. The yellow piece was taped to device and will be returned. A new device was opened and used instead. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the d12xt was returned in good condition. Upon visual inspection, no missing pieces were observed on the obturator; in addition, no taped pieces were noted on the device. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.